Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Upon visual inspection: blood was noted within the stabilizer, the proximal end of the stabilizer was detached. In addition, the returned guide catheter and the catheter were noted to be kinked. A function evaluation could not be performed due to the condition in which the device was returned as the stent had been deployed and due to the damage to the device. The catheter was advanced into the returned guide catheter and friction was experienced due to the kinks to the guide catheter. It is probable that the device was kinked during the clinical procedure, probably due to the tortuous opening of ica, causing the deployment issues and causing the device to detach/ separate during the attempt to remove the device. The device was confirmed to be in good condition after unpacking and preparation. Therefore; an assignable cause of operational context will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacturer specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that during the stenting of the internal carotid artery (ica) at the left cavernous sinus, the stent (subject device) could not be deployed due to friction. The physician adjusted several times but it still failed. The physician decided to withdraw the whole system out of patient¿s body. Upon inspection, it was found that the stent was deployed in the distal access catheter and the inner catheter of the stent system was broken into two pieces. The physician didn't use this stent anymore and finished the procedure considering that the pre-dilation was enough. No clinical consequences to the patient was reported.

Manufacturer narrative:
The subject device is not available

Event description:
It was reported that during the stenting of the internal carotid artery (ica) at the left cavernous sinus, the stent (subject device) could not be deployed due to friction. The physician adjusted several times but it still failed. The physician decided to withdraw the whole system out of patient¿s body. Upon inspection, it was found that the stent was deployed in the distal access catheter and the inner catheter of the stent system was broken into two pieces. The physician didn¿t use this stent anymore and finished the procedure considering that the pre-dilation was enough. No clinical consequences to the patient was reported.